Manufacturer narrative:
.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was feeling uncomfortable stimulation and being "zapped" when she went through store security doors like (B)(6). It was unknown when this started to occur.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reports she contacted the nurse at pain clinic where the patient was being seen. The representative explained that reprogramming her would not eliminate the shocks she receives when going through retail theft detectors. She informed the nurse that the patient should turn her device off when going through the (B)(6) detector. The patient was seen by the urology department and was told the same thing. The representative did not speak with the patient or receive any follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.